Event description:
The fine tuner echo and battery were returned to service and repair. Reportedly, the fine tuner was replaced because it would not connect. No injury was reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Also, another component was missing from the circuitry board. This is a final report.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo and battery were returned to service and repair.